Event description:
During procedure, the active laparoscopic electrode (blue coating of the coag tip) was peeling off. This occurred on three electrodes from the same lot# for this patient.the manufacturer coordinated with vendor for product pick-up and return for evaluation.